Manufacturer narrative:
Additional information: b5 - the cause of the patient's death was determined to be unrelated to the csi devices used in the procedure.

Event description:
In the opinion of the physician, the reason for the patient's death was underlying health conditions; the physician did not think that the device or wire was a contributing factor to the patient's death.

Manufacturer narrative:
(B)(4). It is unclear at this time whether the physician believes csi caused or contributed to the patient's death. The cause of death is unknown at this time. The cause of death and physician opinion have been requested. If the physician's opinion is received and indicates csi was not contributory, a follow-up report will be sent. Device analysis conclusion: the oad was received at csi for analysis. Visual examination revealed biological material on the driveshaft. Further examination did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. The device was functionally tested and operated as expected. However, review of the device data log revealed stall events, which confirms the device stopped spinning without prompting during the procedure. At the conclusion of the device analysis investigation, the reported events were partially confirmed. Analysis could not confirm the reported perforation or entrapment of the device. The reported stall event was confirmed, but the root cause of the reported stall is unknown. As the guidewire was not returned for analysis, it could not be determined if it was damaged or contributed to the reported complaint. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback pluto coronary orbital atherectomy device (oad) was used to treat lesions in the proximal and mid circumflex (cx) artery since angioplasty balloons could not be advanced into the area. The proximal lesion was treated without incident. The distal lesion was treated, but the device stalled. The physician pulled the driveshaft back, and the crown became stuck in the proximal lesion. The patient experienced pain and a drop in blood pressure, which was treated with neosynephrine and levophed. Glideassist was used to remove the device, but the wire also came back with the oad. A perforation was observed on imaging. The cx was rewired, and a covered stent was deployed. However, extravasation continued. A pericardiocentesis was performed. The patient coded, and epinephrine and sodium bicarbonate was administered. Following 15 minutes of cardiopulmonary resuscitation, the patient was revived. Three additional stents were deployed in the distal cx. A second stent was deployed to address the continued extravasation at the proximal lesion. A balloon pump was placed, and the patient was stable. The patient expired the same evening.